Event description:
As reported, the ends of the catheter extension (ccs cath exten 65cm 1200psi) have sheared off at the point of where they screw into the catheter. There was no reported patient injury. The device is expected to be return for evaluation. The event involved two (2) devices both with the same lot number. The metal piece did not become detached and the devices were not used on a patient.

Manufacturer narrative:
This case is related to case (B)(4) report ID 9616099-2022-05715 device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This case is related to case-(B)(4) report ID 9616099-2022-05715. As reported, the ends of the catheter extension (ccs cath exten 65cm 1200psi) have sheared off at the point of where they screw into the catheter. There was no reported patient injury. The event involved two (2) devices both with the same lot number. The metal piece did not become detached, and the devices were not used on a patient. The products were not returned for analysis however, it was reported both affected devices share the same lot number. A product history record (phr) review of lot 18062881 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device or images for analysis, the reported customer event ¿catheter extension-separated¿ could not be confirmed. Handling factors such as excessive pulling or twisting of the extension tubing may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿exposure to temperatures above 54°c (130°f) may damage the catheter extension. To prevent damage, withdraw the catheter extension gently. Rapid removal or jerking may damage the extension.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
Multiple attempts to obtain supplemental information were made; however, additional event details were not provided.